Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the customer called the technical support engineer (tse) and stated that there was a repeated recoverable 23003 fault and the site was using 30-degree endoscope. The customer stated the image was flipped for a while and was able to recover the error and was proceeding with the surgery. The tse suggested that they verify the rotational axis of the suspected endoscope and replace the endoscope if friction was present. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use with no physical damage observed. The endoscope and endoscope's adapter/base were still engaged, in-synch, and attached. There was no damage observed on the endoscope's adapter and base. There was no patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) contacted to the customer site to further investigate the reported event. Fse confirmed that the customer performed the thorough cleaning and sterilization of endoscope and it worked. The system was verified and ready to use. Isi has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h4 device manufacture date is not available.